Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed that the cmos-m w/drive pcb distorted image. Based on the result, we concluded that it was caused due to the excessive force applied on the cmos-m w/drive pcb. In addition, we confirmed that the lg cable connector fluid damage, the light emitting diode(led) broken, the objective lens unit cloudy (not clear view), the lg cable connector corroded, the bending rubber cut, the air/water socket chipped/cut o-ring , and the light emitting diode(led) led blackout; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.